Event description:
The reporter stated that the central venous pressure readings were drifting in the operating room and intensive care unit.the facility initially thought that this was related to use and performed additional in-servicing until intensive care unit experienced same issues. Dampening of the waveform was also noted.no patient injury or treatment was associated with this event.